Event description:
It was reported that a patient underwent an ¿af¿ ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a cardiac tamponade which required a drain. During the case, after completing all ablations, the patient had an effusion, and a drain was put in. The procedure was stopped after this. There was a 60-minute delay. The procedure was completed successfully. It is unknown what the cause was. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).